Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device alarms for high resistance. The hose is not clamped or kinked anywhere. The infusion set has been replaced, but the result is the same. The issue was discovered before infusion. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg: 2/24/2026. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump alarms for high resistance. The hose is not clamped or kinked anywhere. The infusion set has been replaced, but the result is the same" was confirmed. The cutoff pressure was too low. The probable cause was the downstream occlusion (dso) sensor needs to be recalibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.